Event description:
Reportedly, in 2005 at 15:00 leakage of levophed was observed from the vip port at approx 90 cm. Pt became hypotensive and required add'l vol to support blood pressure. Pt stabilized at 15:45 and levophed resumed via new swan catheter. No pt injuries reported as a result of this event.